Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Review of a previously submitted complaint, it became apparent that a reported event of broken plastic was the second event of this type at the hospital. This report was created to reflect the previous event that was not reported to stryker at the time.